Event description:
The user stated they saw an upward drift in qc and patient serum calcium results approximately three days after calibration. The user stated they ran specimens, recalibrated, then repeated the specimens with results decreased about 0.4-0.5 g per dl. The user stated he did not have to amend any pt calcium results. No other assays were affected. The field application specialist performed a correlation of 26 pt samples with the c501 analyzer and a modular analyzer at another site to investigate the issue. The results from the modular analyzer were about 0.6-0.7 mg per dl lower than the c501. Of the data provided, the results for one sample were discrepant. The sample was originally tested on the c501 with a result of 11.1 mg per dl. The result from the modular analyzer on (B) (6) 2009 was 10.3 mg per dl. No pt info could be provided. Samples were used for correlation purposes only and not for diagnosis or clinical use. The field application specialist stated the cause was unknown. The field service rep could not find a cause. If additional info is received, appropriate notification will be provided.